Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. The device was visually inspected and functionally tested. During service an insert slide clamp alarm was identified; visual inspection identified dirt on the slide clamp sensor. To correct the condition, the safety slide clamp sensor was cleaned. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flogard infusion pump was found to have an insert slide clamp alarm. No additional information is available.